Manufacturer narrative:
(B)(6).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 359 mg/dl (system 1) and 108 mg/dl (system 2). A separate occasion on an unknown date, the customer received the following results, with two different aviva meters, within 10 minutes: 459 mg/dl (system 1) and 111 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.